Event description:
Per customer complaint, their monitron screen, used in conjunction with a ventilator, went blank while on a patient. No patient harm or injury reported.

Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Per customer statement, the monitron ii device, used in conjunction with the vdr ventilator device, screen went blank while in use on a patient. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. The system was investigated internally, but the event could not be replicated. The system was confirmed to be working as intended. No patient harm or injury was reported. If any additonal information is received, a follow up MDR will be filed.